Manufacturer narrative:
Summary: end-user reported test results >7.5. Trouble shoot revealed complaint was involved in multiple patients. Possible cause was not identified. Meter in complaint (inratio-ii (B)(4)) was returned. In-house investigation was performed from meter testing. All test results were valid and met accuracy criteria. Meter deficiency was not established. Meter data was analyzed. Three lots were recorded in meter memory. Every lot has results >7.5. Strips in complaint were not returned. Further testing could not be performed. There is no sufficient information to determine the root cause of end-user's discrepancy. Discrepant test record was reviewed. (B)(4) was tested and precision criteria was met. Other lots in complaint have no test record. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. On (B)(6) 2009 - biosite received 1 inratio2 meter (B)(4). Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: inratio: >7.5, reference: 1.1, mean: 4.30, confidence limits: 2.5-6.5. The 7.5 inr is utilized for comparison test since inratio meter's detection ranges are from 0.7-7.5 inr. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. In-house accuracy test: test date: donor 4 ((B)(4) 2009), donor 5 ((B)(4) 2009). Returned meter (B)(4). In-house meters (B)(4). Retained strip ln: 080584a (tt7ad) from data memory ((B)(4) strips have not been received and are unavailable). Comparative sys: sysmex 560, 2 therapeutic donors. The allowable difference between the inratio inrs and sysmex inrs are calculated. At least two out three replicates fro both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required. No strip deficiency was established. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: >7.5, lab-inr: 1.1. Tests were within one hour of each other.